Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. The machine alarmed. Estimated blood loss was 100 ml. The pt had no adverse effects and no med intervention was required. The pt completed treatment with a new set-up. Sample has been discarded.

Manufacturer narrative:
The device has not been returned to the MFR for physical eval and the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.